Manufacturer narrative:
Integra has completed their internal investigation on april 21, 2017. The investigation included: results: evaluation of returned device; the coating is damaged on distal part of the and seems burnt. A thorough observation of the area with a microscope show coating burning. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family bipolar electrode for the past 12 months is 0,000236% complaints /product uses. Conclusion: the most probable cause of this event is a contact with another electrical device during use. The IFU provided with the device recommends "extreme care should be taken when handling instruments with a dielectric coating. Damage to the dielectric coating may result in patient / user injury" and "to ensure proper functioning of dismantable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use".

Event description:
It was reported an intra-abdominal spark during procedure. No patient injury and the event did not lead to surgical delay. Additional information has been requested.

Manufacturer narrative:
Additional information received on april 28, 2017: during a digestive surgery, there was a spark at the end of the bipolar forceps. No smoke or burn smell was detected. The issue happened few time after the surgery started. The surgery was completed with another bipolar forceps available.